Manufacturer narrative:
The cuff performed within specifications and no leaks were found. Inspection of the remainder of the device presented no other damage or irregularities. The control pump performed within specifications and no leaks were found. Inspection of the remainder of the device presented no other damage or irregularities. Correction to updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Pump model- 72400098 lot sn- (B)(4) mfg date- 10/16/2017 exp date- 10/09/2022 gtin- 00878953000688.

Event description:
It was reported that due to urethral erosion and infection the patient had his artificial urinary sphincter (aus) pump and cuff removed. It was further reported that it the cause of the erosion is unknown, but originated after the infection from the pump and then transferred to the cuff. The erosion occurred 10-12 days prior to the explanation. The pump and cuff were the components involved in the erosion and the infection originated from the control pump. During the removal of the control pump and cuff the infectious encapsulated tissue was also removed. The wound was washed with antibiotics, betadine and peroxide. The bolbus urethra was sutured and a catheter was placed. The patient is now doing fine.

Manufacturer narrative:
Balloon: model- 72400098, lot sn- (B)(4), mfg date- 10/16/2017, exp date- 10/09/2022, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to urethral erosion and infection the patient had his artificial urinary sphincter (aus) pump and cuff removed. It was further reported that it the cause of the erosion is unknown, but originated after the infection from the pump and then transferred to the cuff. The erosion occurred 10-12 days prior to the explanation. The pump and cuff were the components involved in the erosion and the infection originated from the control pump. During the removal of the control pump and cuff the infectious encapsulated tissue was also removed. The wound was washed with antibiotics, betadine and peroxide. The bolbus urethra was sutured and a catheter was placed. The patient is now doing fine. Device 1 of 2. See complaint (B)(4) for related pump component respectively.